Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device went into threshold suspend when his blood glucose was at 62 mg/dl. Customer had gone through x-ray with the device on. Customer's blood glucose was 39 mg/dl. Customer's blood glucose at time of call was 93 mg/dl. During troubleshooting, device passed the displacement test. Customer mentioned that the device might be over-delivering insulin. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No motor error alarm noted during testing. The insulin pump was programmed with multiple boluses and monitored; the boluses were delivered and recorded properly in bolus history screen. No delivery anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage noted.